Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. It was also reported that this device migrated. Additional information indicates that patient had twiddlers syndrome. Chest x-ray confirmed the dislodgement and an ultrasound of the pocket showed fluid collection, the pocket was filled with blood coming from the vein during manipulation of the pulse generator and pulling the lead into the pocket. The device was totally pull down or migrated which came out of it's original position in subclavicular. The pocket fluid looked purulent or dark infected. There were no additional adverse patient effects reported. The product was explanted.